Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that there was a blockage at the site, which cause the patient blood glucose levels was elevated to 411 mg/dl, therefore patient had received correction bolus via pump. The patient changed supplies as necessary and resumed insulin therapy. No further information available.